Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, broken plug strap, brown particles. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool on anterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: a striated edge openings on anterior side due to surgical damage.

Event description:
Healthcare professional reported capsular contracture, baker grade ii.